Event description:
The biomedical engineer reported that one of their part-time physicians feels that the central nurse's station (cns) was showing high heart rates and alarmed for high heart rates on all patients intermittently.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed reported that doctor thinks this cns device was intermittently displaying high heart rate on all patients. Doctor wanted to the issue to be examined to better understand what was going on. On 8/23/2019 biomed clarified that doctor feels there are nuisance alarms going off. There are no specific examples. Biomed stated a part-time doctor experienced this issue about a month ago during his last visit. The doctor refuses to return until the equipment has been evaluated. There were no complaints from the nursing staff or the regular medical staff. Specific details about the issue were not available. Customer requested on-site visit to review the system. There have been no documented events. Device was in use since 12/30/2016. Customer has not performed or confirmed any issues with the device. Customer ordered new lead sets and requesting software upgrades. The current software version was 02-54. The latest software available was 05-10. Software update was completed successfully on 9/19/2019. Service requested: software update. Service performed: software update. Investigation result: a visiting doctor reported "nuisance alarm" but the specific details were not available. The regular medical staff and nurses did not note or report any related issues. The root cause could not be determined based on the information provided. Service history for this cns shows the following: 10/04/2019 300184205 - software update to latest version. 08/26/2019 300180341 - software update to latest version. 08/20/2019 300179805 - current notification. Investigation conclusion: the issue was not duplicated. The root cause could not be determined.

Manufacturer narrative:
The biomedical engineer reported that one of their part-time physicians feels that the central nurse's station (cns) was showing high heart rates and alarmed for high heart rates on all patients intermittently. This concern is coming from a physician who temporarily filled in once about a month ago. The customer has no actual documentation of an event or data to prove anything ever happened. No complaints from regular medical staff has been reported. No patient harm or injury was reported. The customer requested a software update in order to reassure their part-time physician of his concerns. The new software has been shipped. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that one of their part-time physicians feels that the central nurse's station (cns) was showing high heart rates and alarmed for high heart rates on all patients intermittently.